Event description:
Case reference number (b)(4) is a spontaneous report sent on (b)(6) 2026 by a pharmacist concerning an adult female patient.No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided.This case information was received as TECHNICAL-SCIENTIFIC REPORT: Analysis of Clinical and Photographic Evolution after Procedure with Poly-L-Lactic Acid-Based Collagen Biostimulator (Sculptra).The purpose of this Technical-Scientific Report is to analyze the clinical and photographic evolution of the skin manifestations presented by the patient during the period between 10-Dec-2025 and 15-Jun-2026, after performing an aesthetic procedure using a collagen biostimulator based on poly-L-lactic acid (Sculptra).The photographs obtained immediately before the treatment showed a relatively homogeneous skin texture, mild pigmentary changes compatible with individual variability, absence of multiple disseminated inflammatory lesions, absence of extensive erythematous plaques, absence of deformities of the facial contour, and absence of morphological changes suggestive of an active inflammatory process of great intensity.On (b)(6) 2025, the patient received treatment with Sculptra to face (unknown amount, lot number, injection technique and needle type).On (b)(6) 2026, the first photo documentation approximately twenty-eight days after the treatment changes in relation to the baseline state was performed. The main findings included the emergence of multiple INFLAMMATORY (Implant site inflammation) PAPULAR LESIONS (Implant site papules), areas of LOCALIZED ERYTHEMA (Implant site erythema), bilateral distribution, predominantly in the temporal and malar regions. Also, there was onset of POST-INFLAMMATORY HYPERPIGMENTATION (Implant site discolouration). The cutaneous necrosis, ulceration, abscesses, or apparent volumetric deformities were not observed. On (b)(6) 2026, approximately fifty-eight days after the procedure second assessment was performed. There was persistence of the previously documented lesions with emergence of new papules, increase in post-inflammatory hyperpigmentation, coexistence of lesions in different evolutionary phases was observed. There lesions were persistent predominantly on the left hemiface. The records demonstrated maintenance of superficial inflammatory activity. On (b)(6) 2026, approximately one hundred and ten days after the procedure third assessment was performed. It demonstrated the persistence of inflammatory manifestations, increase in the IRREGULARITY OF THE SKIN TEXTURE (Skin texture abnormal), more evident post-inflammatory hyperpigmentation, and coexistence of active lesions and lesions in resolution. From the available images, no morphological alterations clearly compatible with subcutaneous nodules or deformities related to the focal accumulation of the biomaterial could be observed.On (b)(6) 2026, approximately six months after the procedure fourth time assessment was performed and it demonstrated persistence of the inflammatory manifestations with greater extent of the affected areas. There were multiple inflammatory lesions, superficial PUSTULES (Implant site pustules), inflammatory erythematous plaques, extensive post-inflammatory hyperpigmentation, with marked irregularity of the skin texture. The left hemiface remained significantly more affected than the right hemiface.Treatment for the adverse event was not reported. Outcome at the time of the report:INFLAMMATORY was Not Recovered/Not Resolved/Ongoing.POST-INFLAMMATORY HYPERPIGMENTATION was Not Recovered/Not Resolved/Ongoing.PAPULAR LESIONS was Not Recovered/Not Resolved/Ongoing.LOCALIZED ERYTHEMA was UnknownPUSTULES was Not Recovered/Not Resolved/Ongoing.IRREGULARITY OF THE SKIN TEXTURE was Not Recovered/Not Resolved/Ongoing.

Manufacturer narrative:
COMPANY COMMENT:The serious event of inflammation at implant site and the non-serious events of pustules, papules, discolouration and erythema at implant site and skin texture abnormal were considered expected and possibly related to the treatment. Seriousness criteria includes the long-standing event which might require potential interventions to prevent permanent damage. The potential root cause is the treatment procedure, and a more specific cause cannot be established based on the available information. The case meets the criteria for expedited reporting to the regulatory authorities.EVALUATION TEXT:Routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. Lot number was not reported, and the product could not be verified. Follow-up will be requested to obtain the lot number and any additional case information. Based on the information available to date, the case does not indicate a product malfunction or a non-conforming product. Accordingly, the investigations conducted are considered adequate at this time, and no further investigation activities are planned unless additional relevant information becomes available.CAPA COMMENT:No corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.